Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: after the surgeon returned the shaft to straight position, white see-through material of an articulating part was being peeled when inserting the instrument from a port and bending its head. Operating time not extended. No additional tissue resection. No tissue damage and nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).